Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass, minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump has a partial display. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.